Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: 1. Please clarify how many devices was used on this single procedure¿2. If there are multiple patient events, ask: 2. If this event occurred in multiple procedures, please provide information requested above for each patient event. What are the procedure name(s) and date(s)? (B)(6) 2024. What is the quantity involved per procedure¿2 per procedure. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, and suture was used. The needles were popping off very easily before usage and the suture felt very frail. They got another suture from a different lot to complete the case without patient harm. They were able to retrieve the needles. Additional information has been requested.